Manufacturer narrative:
Additional information: h3. Plant investigation: although the cycler was reported to be available for manufacturer evaluation, to date the device has not been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Upon follow-up with the patient¿s pdrn, it was revealed that the patient expired in the early morning of (B)(6) 2025 due to a cardiac arrest attributed to a significant cardiac disease history. It was affirmed that the patient was connected to their cycler at the time of the arrest and subsequent death. It was explained that the patient recently underwent an emergency aortic valve replacement (exact date not reported) and was discharged home with a holter heart monitor. The overseeing facility notified the patient¿s spouse that the patient was pulseless, and emergency medical services were activated. The patient was not transported and they were pronounced deceased in their home. It was confirmed that the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The pdrn stated the patient's cycler would be returned to fresenius.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Upon follow-up with the patient¿s pdrn, it was revealed that the patient expired in the early morning on (B)(6) 2025 due to a cardiac arrest attributed to a significant cardiac disease history. It was affirmed that the patient was connected to their cycler at the time of the arrest and subsequent death. It was explained that the patient recently underwent an emergency aortic valve replacement (exact date not reported) and was discharged home with a holter heart monitor. The overseeing facility notified the patient¿s spouse that the patient was pulseless, and emergency medical services were activated. The patient was not transported and they were pronounced deceased in their home. It was confirmed that the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The pdrn stated the patient's cycler would be returned to fresenius.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to their death. The cause of this patient¿s cardiac arrest and death can be attributed to a significant history of cardiovascular disease as reported by a medical professional. It is well known the end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease and recent invasive cardiac surgery. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Upon follow-up with the patient¿s pdrn, it was revealed that the patient expired in the early morning of (B)(6) 2025 due to a cardiac arrest attributed to a significant cardiac disease history. It was affirmed that the patient was connected to their cycler at the time of the arrest and subsequent death. It was explained that the patient recently underwent an emergency aortic valve replacement (exact date not reported) and was discharged home with a holter heart monitor. The overseeing facility notified the patient¿s spouse that the patient was pulseless, and emergency medical services were activated. The patient was not transported and they were pronounced deceased in their home. It was confirmed that the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The pdrn stated the patient's cycler would be returned to fresenius.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the cycler showed signs of physical damage. The touch screen was misaligned. The screen size was 8.4. The top cover was damaged/cracked. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.